Event description:
It was reported that during the procedure to change out the patient's systems from one product family to another, high impedances on case combinations c0, c1, c2, and c3 on the left side were detected intraoperatively, measuring in the range between 5,500 and 7,500 ohms; all bipole combinations, however, measured in normal range between 1,000 and 3,000 ohms. The two 1x4 adaptors were wiped down and reconnected with no resolve. It was noted that the impedances were reported to be 'fine' prior to surgery. In addition, it was noted that the implantable neurostimulator (ins) was in the pocket during these impedance measurements. Yellow fluid was detected inside the prong of the extension around the spring contacts. It was indicated that even after a new adaptor was used, higher impedances were detected on the case combinations. Case combinations for the right side (c8-c11) were all within normal limits. Additional information received reported that impedances were still high after reprogramming, but the patient was still receiving therapy. The patient was reprogrammed by her nurse and it 'seemed to do well.' There was no further information to report.

Manufacturer narrative:
Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 7436, serial#: (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID: 7428, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID: 3387s-40, lot#: v021705, implanted: (B)(6) 2007, product type: lead; product ID: 3387-40, lot#: j0114193v, implanted: (B)(6) 2003, product type: lead. (B)(4).